Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 36-39 mg/dl. Customer consumed carbohydrates to address low bg. The customer alleged that the cause of the low bg was due to the infusion set being inserted too close to the muscle and needing adjustments for the basal rate. Ultimately, the cause of the low bg was unknown. The pump infusion set was changed and the basal rate was adjusted. Customer continued using the pump for insulin therapy.